Event description:
The nurse reported that they are having trouble launching the central nurse's station (cns) application. The computer goes into windows screen and an error message pops up stating "network disconnect error." They do not know how the error happened or what transpired for the cns to be like this. Technical support followed up with the nurse and was told that the cns was up and running. They do not know how or who resolved the issue. They can monitor patients on it now. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they are having trouble launching the central nurse's station (cns) application. The computer goes into windows screen and an error message pops up stating "network disconnect error." They do not know how the error happened or what transpired for the cns to be like this. Technical support followed up with the nurse and was told that the cns was up and running. They do not know how or who resolved the issue. They can monitor patients on it now. No patient harm was reported.